Manufacturer narrative:
The following devices were also listed in this report: primary tritanium hemi cluster hole cup 50mm; cat# 502-03-50d; lot# 48408401, 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# mnma5w, 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mnmdrl, v40 fem head orthinox 28-4; cat# 6364-2-028; lot# g5044938, accolade plus tmzf hip stem #1; cat# 6021-0130; lot# 46575202. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision 1 done on (B)(6) 2015 patient had a right hip replacement done on (B)(6) 2014. Patient was revised 3 times due to infection and other complications.